Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed and the physician identified a crack in the pump connecting tube. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the pump found the kink resistant tubing (krt) was trimmed to the pump strain relief and the tubing was not returned for analysis. The cylinders presented no abnormalities and passed the leak testing. Examination of the reservoir identified holes in the adaptor strain relief which were consistent with sharp instrument damage. Based on the information, the reported observations were unable to be confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed and the physician identified a crack in the pump connecting tube. The ipp was replaced. There were no patient complications reported.